Event description:
During a therapeutic PICC line placement, the catheter developed a hole distal to the suture wing. No complications occurred with this event. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated that the catheter appeared normal. The possible root cause of this problem is unknown. Co believes user technique and/or patient anatomy may have contributed to this event. However, they are unable to determine the relationship between the device and the cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.